Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. (B)(6). Device history records review was conducted. The report indicates that the: part #07.702.016s, lot. #7c53190. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 14 june 2017 expiry date 01 march 2020. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation action was conducted/performed. The report indicates that the statement from (B)(4): after disassembling and inspection of the system it is most likely that a user error has caused the complaint. The cement powder has not been mixed with the monomer (free powder is visible in the system), the piston has been moved to minimize the mixing chamber. In addition, the paddle has been moved one time. During the first movement of the mixing rod it is possible that some powder particles come in the area between the rod and the surrounding axis of the piston. This has the result that the mixing rod is only movable with slight resistance; however a movement is still possible. No manufacturing related issues that would have contributed to this complaint were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the cement could not been mixed. The handle could not been moved up and towards. Cement could not been used but taken new cement for completing the surgery. Patient outcome is good. Patient has no pain and is healthy. The surgery was successfully completed and there was no delay. The damaged cement has not been used on the patient as a new cement mixing kit has been taken. No consequence. This complaint involves one part. (B)(4).